Event description:
On 8/11/89, co's pacemaker was surgically implanted into rptr. On 10/13/94, his dr informed him of investigative findings collected by the usfda concerning his pacemaker and inherent faulty wire leads. Rptr stated that he was never notified of the FDA's findings and the faulty medical device until 12/8/94. On 2/1/95 rptr spoke with a usfda official. In 3/95, under foi rptr secured a 33-page report from the usfda of their investigation concerning the co's ddd pacemaker conducted in 1992. On 3/3/95, the fluoroscopy determined the leads weren't broken. On 5/16/95, dr replaced his potentially faulty pacemaker and lead. When the surgery was performed, the tip of electrode portion of the wire lead to model "330-801" broke off during surgery. Rptr stated this breakage was atypical.